Manufacturer narrative:
A siemens global product support specialist contacted the customer to evaluate the immulite complaint, however, beyond the discordant results, the customer refused to provide any additional information, therefore, the cause of the discordant result is unknown.

Event description:
A discordant high immulite ipth result was generated on one patient sample. The sample was repeated several times by the laboratory with lower results. Two days later, a fresh sample was run, also with lower results. The discordant high result was not reported to the physician. There is no known report of treatment given or withheld based on the discordant ipth results.